Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient's daughter reported that the patient was hospitalized for dangerously low blood glucose (bg) values. Additionally, patient's daughter stated, although unconfirmed, patient likely suffered from a stroke. Patient's daughter reported that the patient was discharged from the hospital after 2-3 days. Patient's daughter further reported that the hospital threw away the patient's dexcom transmitter during the hospital stay. No additional event or patient information is available.